Event description:
It was initially reported that the patient had generator replacement as captured in mfg report #: 1644487-2014-01164. An implant card reported that the patient also had lead replacement. Upon follow up with the surgeon's office, it was reported that the generator could not be interrogated pre-operatively due to dead battery. During surgery, a lead fracture was observed. Therefore, full vns system replacement was performed. There were no known contributory factors for the lead fracture. The explant hospital does not return explanted products back to the device manufacturer for analysis per hospital policy. Therefore, analysis is unable to be performed.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.